Event description:
Pt with emergency cabp 2008 with 2 blake drains placed mediastinally. On eleven days later, left chest tube removed without difficulty per rn. Rn met resistance in attempt to remove right chest tube. Md at bedside and removed right chest tube, tip non intact. Pt taken to o.r. For re-exploration of chest. Remaining tube fragment removed.